Event description:
It was reported that, "pt presented with mid-flexion instability. Surgeon removed a 12mm scorpio p/s insert and replaced it with a 15mm scorpio p/s flex insert stability was established."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.